Manufacturer narrative:
Additional information: g.1. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a feeling of fullness after pd treatments and indicated that an upcoming hernia surgery is planned. In additional follow-up, the patient¿s pd nurse confirmed the patient did not have an overfill event or require any medical intervention for the report of feeling full. Additionally, the nurse stated the cycler has not caused harm to the patient and is not malfunctioning. It was reported the patient has had an ongoing hernia which has not been exacerbated by pd therapy. The nurse indicted the hernia was believed to be associated with placement of the pd catheter (not a fresenius product). The nurse confirmed the patient has not undergone surgery for the hernia, but the patient has elective hernia repair planned. No further information about the hernia is available.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hernia. It is unknown if the umbilical hernia was pre-existing prior to the start of pd therapy. However, the nurse reported the hernia was believed to be associated with placement of the pd catheter (not a fresenius product). Hernia is a well-documented potential complication in pd patient¿s due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. The patient¿s pd nurse indicated pd therapy has not exacerbated the hernia. The patient reportedly has elected for a planned repair of the hernia at the time. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a feeling of fullness after pd treatments and indicated that an upcoming hernia surgery is planned. In additional follow-up, the patient¿s pd nurse confirmed the patient did not have an overfill event or require any medical intervention for the report of feeling full. Additionally, the nurse stated the cycler has not caused harm to the patient and is not malfunctioning. It was reported the patient has had an ongoing hernia which has not been exacerbated by pd therapy. The nurse indicted the hernia was believed to be associated with placement of the pd catheter (not a fresenius product). The nurse confirmed the patient has not undergone surgery for the hernia, but the patient has elective hernia repair planned. No further information about the hernia is available.